Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The force bipolar instrument was tested and passed an electrical continuity test. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grips would not open or close as expected. The instrument was removed from the system with no issues. The instrument was transferred to a failure analysis engineer (fae) and the fae was able to confirm initial failure analysis results. The instrument's housing was removed to reveal that no signs of corrosion or contamination was visible on the cables. The cables were then cut and the grips and hypotubes were removed from the maintube and no contamination or damage was found. Although nothing was found, the grips were still stuck in a closed position, requiring extreme force to open them slightly, even when all the cables were cut. The conclusion was made that the grips had undergone excessive force which "snapped" the jaws out of place (as mentioned in the customer complaint) and when the biomed tech forcibly closed the grips together, the pin must have become malformed. This malformed pin now created a blockage in which inhibits the grips from opening properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument only worked intermittently from the start of the case. The customer changed bipolar cord, but instrument went "snap" and the jaws became unaligned. Biomed assisted in aligning jaws in order to remove instrument. The instrument became lodged in trocar, trocar and instrument were removed, and case was completed with maryland bipolar instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient and there was no reported injury.